Event description:
Additional information received clarified that the patient did not go in and get reprogrammed for the right-sided shocking issue (left side had very effective therapy for his lower extremities). It was also noted that the he had not charged the implantable neurostimulator (ins) for 4 to 5 months due to other health/emotional issues and physician-ordered oral medication modifications. The patient did go to their healthcare professional where the company representative tried to do multiple physician mode recharges (pmr). After six attempts, the patient was still unable to recharge. The company representative had attempted to further contact 3 times without success. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation following a fall on their left side a few months ago. The details of the fall were unknown. It was also noted that since implantation of the neurostimulator, the patient experienced a shocking sensation in the spine when he turned on the device on his right side (it should be noted that the patient appeared to only have one device system implanted per manufacturer's device registry). The patient had not charged the neurostimulator in a few months and an overdischarge of the battery was suspected. Additional information was requested and, if received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 39565-65, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3777-45, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3777-45, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37743, serial #(B)(4), recharger: model 37752, serial # (B)(4).